Event description:
It was reported the patient presented for a leadless pacemaker implant. After multiple mapping attempts, it was observed the helix of the leadless pacemaker was extended and failed to retract to initial position. The device was explanted and exchanged. The procure was completed without further issue. The patient was stable.

Manufacturer narrative:
Device history was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification consistent with having occurred during implant procedure. Further analysis performed found no anomaly.